Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed in the device nozzle. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the device IFU sections below: evis lucera gif type 2tq260m operation manual chapter 3 preparation. Evis lucera gif type 2tq260m reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope was found to exhibit foreign material in the device nozzle. There was no patient involvement and no harm was reported as a result of the event.